Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was not programmed correctly. When the issue was identified, it was noted that the nurse chose not to correct the programming because the patient has complete heart block. The device is still in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.no patient complications have been reported as a result of this event.